Manufacturer narrative:
(B)(4). The oll2 device was returned for evaluation and visually and functionally tested. The oll2 device, lot number 98510, performed as expected meeting the specification. Unable to confirm complaint.

Event description:
It was reported that on (B)(6) 2021 a (B)(6) male patient underwent a heparinized, on-pump, arrested mitral valve replacement via trans septal approach. A oll2 clamp was placed and the physician delivered 3 sets of two parallel ablations. During the procedure while ablating the pulmonary veins, a tear was noticed on the atrium. The physician repaired the tear and surgical procedure was prolonged 15 minutes for each side. There was no reported device malfunction, and the adverse event was the result of a procedural complication.